Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result from a single patient sample was obtained on a vitros 3600 immunodiagnostic system when compared to a tsh result obtained from the same sample on a non vitros method. The most likely assignable cause of this event was the presence of an unknown interferent in the patient sample that is interacting with the matrix of the vitros tsh assay, but not with the non-vitros method. There was no indication the vitros tsh reagent lot 4840 malfunctioned

Event description:
The customer observed a higher than expected vitros tsh result from a single patient sample on a vitros 3600 immunodiagnostic system when compared to a tsh result obtained from the same sample on a non vitros method. Vitros tsh result = 18.58 miu/l vs. Non vitros tsh result <0.010 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros tsh result was reported from the laboratory; however, based on historical patient information, no action was taken by the physician. A corrected report was later released based on the non-vitros result. No treatment was altered, stopped or initiated as a result, and there was no allegation of patient harm based on the vitros tsh result.